Event description:
A surgeon reported during intraocular lens (iol) implant surgery one haptic was missing off the iol. The pt was left aphakic and the surgery was postponed until the next day. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Lens appears cased incorrectly in a #78 (iw) lens case. One haptic is broken and the other haptic is bent. No root cause could be identified by the investigation. No conclusion can be made from the evaluation of a picture. Additional information has been requested. (B)(4).